Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin with the pump. Tandem customer technical support reviewed importance of use of room temperature insulin per the user guide. Customer declined changing out supplies. There was no reported adverse impact to the customer¿s blood glucose level.